Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer's reported complaint. The snake wrist was dislodged at the distal end. Failure analysis concluded that the dislodged damaged may be due to likely mishandling/misuse. 48- an additional observation not reported by the site is that the instrument snake wrist cables were broken at the distal portion of the instrument. The snake wrist cables were also broken at the distal end. One cable hole was missing the cable that routes through the location. An additional observation not reported by site was that the instrument levers were missing. Both levers are missing on the vessel sealer preventing testing of the instrument. There was no damage on the instrument housing. Failure analysis concluded that missing damage may be due to mishandling/ misuse. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Isi has attempted to contact the site and the initial reporter to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi reviewed the remote logs data and it showed that the instrument was used 26 minutes and 45 seconds. There were no errors or incomplete cuts made during this procedure. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction, of broken cables missing levers on the vessel sealer, if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hemicolectomy procedure, the vessel sealer instrument broke at two different components. The first area where the instrument broke was at the articulating point, the snake seemed to become unhinged; it wasn't in alignment. The second area where the instrument broke was when the site was trying to remove the vessel sealer, the housing unit literally came off. The surgeon continued to use the da vinci for this procedure. It was noted that nothing fell into a patient during a surgical procedure. There was no allegation of any harm, injury, or adverse outcome to a patient.